Event description:
According to the information received, a boy was referred for percutaneous closure of a large secundum atrial septal defect (asd), with a deficient anterior rim, and small posterior and inferior rims. A stretched diameter of 23mm was measured and a 26mm amplatzer septal occluder (aso) was selected to close the defect. After implant, the position was appropriate and ice demonstrated rims between the discs on every view; however, after release from the cable, the device embolized into the pulmonary artery. After several unsuccessful attempts to percutaneously remove the device, the patient was sent to the or where the device was surgically removed and the defect was closed. The physician speculates that the device embolized into the pulmonary artery due to the very elastic and small rims.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration, was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically, which revealed portions of the distal disc edge stitching were missing with the ends frayed, as if pulled apart. Slightly elongated holes where the stitching remains as evidence the patch was stitched during manufacturing. Exact cause of stitching damage cannot be conclusively determined, however it is consistent with the several attempts at percutaneously retrieving the device with a snare catheter. The results of this investigation revealed the device was implanted in a patient with deficient rims, as indicated in the incident description. The amplatzer atrial septal occluder instructions for use cautions that patients with deficient rims are at risk for device embolization.